Event description:
Per the clinic, the patient developed an infection at the implant site due to extrusion of the device. On (B)(6) 2015 the patient was treated with antibiotics. Subsequently on (B)(6) 2015, the device was explanted.

Manufacturer narrative:
This report is filed april 19, 2016.

Manufacturer narrative:
This report is filed april 27, 2016.